Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The exact age of this pt is not reasonably known to dexcom. The pt's age has been estimated to be (B)(4) based on narrative information contained in the pt's complaint file. The pt's age is reported as an estimate per the instructions for form FDA 3500a.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that he experienced inaccuracy in cgm values during an extreme low (cgm 80 mg/dl, fingerstick 21 mg/dl). Pt fainted, and paramedics were called. Paramedics attended to pt, and pt recovered. Pt reported that he was fine but tired at the time of his call to dexcom technical support.